Manufacturer narrative:
The analysis was performed on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the hbsag g2 elecsys e2g 300 v2 assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. The reported false positive result is consistent with the clinical specificity limitations outlined in the assay's method sheet, which specifies a specificity of 99.98%. The customer did not perform confirmatory testing as recommended in the method sheet. The root cause was attributed to a false positive result. The customer was advised to follow the method sheet recommendations, including the use of a neutralization test for repeatable reactive samples. E1 initial reporter street line 1: (B)(6).

Event description:
The initial reporter alleged a positive hbsag g2 elecsys e2g 300 v2 result for one patient sample tested on a cobas e 801 analytical unit. A competitor assay (kemei) produced a negative result for the same sample. On (B)(6) 2023, the hbsag result was 3.78 coi (positive) and was retested with a result of 3.94 coi (positive). Additional testing on the same date included anti-hbs (a-hbs) at 576 iu/ml, hbeag at 0.086 coi (negative), anti-hbe (a-hbe) at 0.102 coi (positive), and anti-hbc (a-hbc) at 0.010 coi (positive). On (B)(6) 2023, a redraw of the blood sample was tested, and the hbsag result was 7.79 coi (positive). The patient reportedly denied any history of infection, and a hepatitis b virus deoxyribonucleic acid (hbv dna) test result was negative. No hbsag confirmatory testing was performed.